Event description:
Event description guidant received information that during a routine patient follow-up the implantable cardioverter defibrillator (ICD) could not be interrogated despite the use of several programmers. In addition tones could not be obtained with a magnet.